Event description:
Data investigation confirms an unknown duration of signal loss on 1/16/2022. The probable cause was the transmitter and app were unable to restore the connection.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Additionally, it was indicated that the patient was using an unsupported operating system, which is misuse of the device. Product was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.